Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 18-sep-2025. [Additional information]: on 18-sep-2025, additional information was received. Per the information, the patient was admitted to the emergency department on (B)(6) 2025, due to right limbs weakness. After computed tomography (CT) examination, acute occlusion of the left middle cerebral artery (mca) was observed. At 15:05 hour on the same day, the patient underwent emergency percutaneous intracranial thrombectomy. During the procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 9426811) was released to cover the target lesion site. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported from the chinese health authority. The patient presented to the hospital on (B)(6) 2025 with an acute occlusion in the left middle cerebral artery (mca). The patient underwent an emergency percutaneous embolectomy / angioplasty at 15:05 hour during which a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 9426811) was deployed and released to cover the lesion. At 16:30 hour, on the day of the surgery, angiography showed poor expansion of the distal stent markers. After five (5) minutes of observation, it was noted that the forward blood flow was slow. The microcatheter was crossed over the stent to the m3 segment of the left mca under the guidance of exchange. The microangiography confirmed that it was in the true lumen of the vessel. The microcatheter was withdrawn and rapid exchange technique was used to exchange the balloon catheter at the distal end of the stent; the balloon catheter was slowly expanded. At 17:10 hour, the blood flow in the left mca was restored with an mtici score of 3. Re-examination showed that blood flow was well maintained. There was no report of any negative patient impact. On 14-aug-2025, limited additional information was received. The information indicated that the m3 segment of the left middle cerebral artery was the target of the procedure. The 4.5mm x 22mm enterprise® vascular reconstruction device was released and implanted at the target site. There were no vessel factors that may have contributed to the incomplete stent expansion. The temperature indicator label on the inner pouch was checked and confirmed to be within acceptable criteria. The stent remains implanted in the patient. The information confirmed the procedure started at 15:05 hour and ended at 17:10 hour. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9426811. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. The incomplete expansion of the enterprise vascular reconstruction device can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, rather than the design or manufacture of the device. In this case, there was evidence of restricted blood flow, which required the treating physician to use a balloon guide catheter to facilitate the full expansion of the enterprise stent and preclude patient harm. Based on this required surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.